Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
The customer called and reported their insulin pump stops working and also gives too much insulin. The customer's blood glucose was unknown. The customer declined troubleshooting. It was reported the customer did not have training. No further details were provided. The insulin pump will not be returned for analysis. The reservoir will not be returned for analysis.